Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic broke off during intraocular lens (iol) insertion into the eye. Reportedly, it was stated by the doctor that the technician over manipulated lens when loading. The iol was removed during the same procedure and incision enlargement was required. There was no injury to patient and another lens was used successfully.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports, deviations, or discrepancies were generated for the production order. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records, complaints, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.